Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed no delivery alarm. Customer's blood glucose was 12 mmol/l. Customer had called prior regarding no delivery alarms. Customer's blood glucose had gone up to over 30 mmol/l. During troubleshooting, insulin did exit with prime. Customer was advised the device was functioning as designed. Customer wanted the device replaced. Customer agreed to return the device for analysis.